Event description:
It was reported that during a vena cava filter deployment procedure, the filter partially deployed and the filter legs remained inside the deployment sheath. A snare device was used via jugular access to capture and retrieve the filter without incident. A new vena cava filter was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The introducer sheath and filter were returned for evaluation and the irrigation tubing on the introducer sheath was cut. The sheath was perforated approximately 0.9 cm from the distal tip. The direction of the perforation appeared to be from the inside out, indicating that the filter feet were caught at the end of the sheath during deployment. Skiving was found along the distal portion of the introducer sheath. Based on the returned sheath condition, it is possible that the filter feet were stuck inside the sheath upon deployment. The complaint investigation is confirmed for deployment issues. It is possible the user inadvertently twisted the pusher during filter advancement causing the filter legs to become crossed which led to the reported deployment issues. However, the definitive root cause is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.